Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report #. Supplemental rationale: corrected data: b5, h11. 7 previously reported events were included in this follow-up record. Product return status: 7 devices were evaluated in the field. Evaluation findings (results/components): 7 devices: material and/or chemical problem identified / coating material. Product disposition: 7 devices: product disposition is not yet determined.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 7 events for the failure: flaked. - 7 events had problem identified during non-clinical procedure; there was no patient involvement.

Event description:
This report summarizes 7 events for the failure: flaked. - 7 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 7 events were reported for this quarter. Product return status 7 devices were evaluated in the field. Additional information 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.